Event description:
The nurse reports the retention cuff of the endotracheal tube leaked after fourteen days of use ((B)(6) 2015). It was further reported the device was discontinued.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was noted the patient was hospitalized (reason for patient being in the hospital is not provided). There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.